Manufacturer narrative:
An event regarding an injury involving an accolade stem and an unknown head was reported. Disassociation was confirmed following visual inspection of the provided x-rays and explanted devices. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Damage was observed on the taper of the head, likely from interacting with the trunnion of the accolade stem. Debris was also observed taper." -medical records received and evaluation: a review of the provided medical records and x-rays concluded: procedure-related factors: - heterotopic ossifications are a procedure-related complication of any hip arthroplasty with patient-related sensitivity factors as well present. Patient-related factors - sensitivity for development of heterotopic ossifications has genetic predisposition. Device-related factors: - none as also supported by mar findings. Diagnosis: - heterotopic ossifications in the superior hip joint space have contributed to bony impingement in external rotation with a resultant overload condition. Progressive corrosion due to excessive micromotion has caused catastrophic trunnion failure with femoral head disassociation requiring revision." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays concluded "heterotopic ossifications in the superior hip joint space have contributed to bony impingement in external rotation with a resultant overload condition. Progressive corrosion due to excessive micromotion has caused catastrophic trunnion failure with femoral head disassociation requiring revision." No further investigation for this event is possible at this time. If additional information such as patient details, histopathology reports, additional x-rays and sticker sheets become available, this investigation will be reopened.

Event description:
Patient (B)(6) went to emergency room on (B)(6) 2016 regarding pain in the hip area. Doctor contacted rep regarding revision of hip and surgery on (B)(6) 2016 and found the device came apart.